Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 135 mg/dl. Customer reported a blood glucose level of 500+ mg/dl. Customer states that she had a kidney infection which she feels is likely the cause of her high blood glucose. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test and displacement test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.